Event description:
It was reported that the patient presented for the extraction of the right ventricular (rv) lead due to inappropriate shock caused by over-sensed noise. The lead was explanted and replaced without issue. The patient was stable.